Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded by the facility. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a wrist joint ligament reconstruction procedure, the tip of inserter for the peek tenodesis screw broke off while inserting the screw. The broken tip was lodged I the head of the screw and was not able to be retrieved and is still in the patient. *no further details.

Manufacturer narrative:
Complaint confirmed, evaluation of the device shows that 0.88in of the device extremity is missing. The most likely cause(s) of this type of event include flexing the joint during insertion of the implant with the driver engaged or prying/leveraging the driver while the implant is still loaded.